Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 410 mg/dl with polyuria and polydipsia associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose were not accurate, however the discrepancy was determined to be due to normal pump use, as the prime edit screen was accessed. During troubleshooting, it was revealed that the basal settings had been incorrectly programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.